Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse verified the iabp¿s diagnostic error log while testing the iabp and found no fatal fault logs. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use, during testing by the customer, the cs300 intra-aortic balloon pump (iabp) had a broken display. No patient was involved during this event. No adverse event was reported.